Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Rotating part (the head with the brush) detached during brushing, and had a small part loose in mouth [device breakage], no adverse event [no adverse event]. Case description: a (B)(6) consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the rotating part of the oral-b flexisoft brushhead suddenly became detached and there was a small part loose in the consumer's mouth. No symptoms developed.